Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The physician planned to extend the ipsilateral leg to the external iliac artery. During the procedure, the needed length of the contralateral leg was measured at 100 mm. The physician deployed the contralateral leg component (plc161200j). The distal end of the endoprosthesis unintentionally covered the left internal iliac artery. The physician attempted to push the endoprosthesis proximally using a balloon-catheter, but this was unsuccessful. The physician stated the patient anatomy of the left leg was straight and this made it difficult to push the device sufficiently. The physician then deployed the ipsilateral leg into the right external iliac artery and intentionally coiled the right internal iliac artery as planned. The covering of the left internal iliac artery was not corrected and the procedure was finished. The left internal iliac artery was not embolized because there was no type ii endoleak from the left internal iliac artery. The patient tolerated the procedure.